Event description:
A malfunction was reported by the caller, indicating an issue with the pump. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, and the caller was advised to continue using the pump and contact support if the malfunction recurred. The caller understood and acknowledged the instructions.